Event description:
It was reported, the patient had a loss of stimulation and therapeutic effect and an explant of the device was planned as a result of the event.

Manufacturer narrative:
Product ID 309510, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3031a, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3889-28, lot# j0527184v, implanted: 2005 (B)(6); product type lead. (B)(4).